Manufacturer narrative:
Pli# 10 product ID# 37712: analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an over-discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient had all kinds of problems with the records in the foreign country and the dates were incorrect or the implant information didn't transfer when they came to the united states. Patient stated that the implant was replaced due to normal battery depletion then stated the implant wouldn't charge anymore. Patient did mention it was a month or 2 before the surgery. Patient stated they ran their stimulation for pain relief that the 'batteries' would wear out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.